Event description:
The patient underwent a revision surgery back in 2017 which resulted in left arm, left leg and face paresthesia for the patient. The patient also reported left ear pain and voice alteration with the device on. The patient has been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, corrected data: initial report inadvertently left out relevant information.

Event description:
It was later determined that the suspect device captured in this report was explanted back in (B)(6) 2017 due to septum plug becoming detached during a repositioning surgery, captured in MFR. Report# 1644487-2017-04811. Although the left arm, left leg and face paresthesia was reported to have begun in (B)(6) 2017, no intervention was ever taken or planned while the suspect device was implanted.